Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was unable to interrogated. Premature battery depletion is suspected. No intervention was reported. The patient was stable and asymptomatic.